Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 560-584 mg/dl); cause was not known. Infusion set was changed and insulin injections were administered to address bg. As pump supplies were changed, a cause of the event could not be determined.